Event description:
It was reported the customer had a button error alarm. The customer stated they had removed the battery for three to four hours, but the problem persists. Customer also stated their buttons were not working properly. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no button error alarm noted. The unit had unresponsive act and up arrow buttons which had corroded keypad traces. The unit was unable to perform displacement test due to no button response. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window, scratched reservoir tube window, broken belt clip slot, stained end cap sticker and cracked battery tube threads.